Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a reservoir that leaked into their insulin pump. The customer's blood glucose reading was 300 mg/dl. Troubleshooting found that the reservoir leaked past the first and second o ring. Customer indicated that he had high blood glucose of 300 mg/dl but he declined troubleshooting for the high blood glucose. Customer was advised to dry out the pump with sterile gauze and to call back if any further assistance is needed.